Event description:
The tech alleged that the bed had no knee down function on the side rail and that liquid had been spilled on the side rail.

Manufacturer narrative:
The tech replaced the side rail to resolve the issue.